Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The visual inspection confirmed the reported event that the isolation is cracked. In addition further damages were identified clearly indicating that the devices have been used before. The master label on the n103a product as well as the related IFU state that the product is single use only and is not to be re-sterilized. Therefore the root cause can be attributed to autoclaving and multiple use. Summarizing the investigation the failure mode (cracked isolation) can be attributed to a user related root cause (misuse - reuse of single use devices). No indications for any design, material or manufacturing related problems were found in this investigation.

Event description:
It was reported that the colorado needle's red insulation was splitting and that as a result, the needles were not working as directed.

Event description:
It was reported that the colorado needle's red insulation was splitting and that as a result, the needles were not working as directed.